Manufacturer narrative:
A tear in the unexposed portion of the soft cannula resulted in fluid leaking from the fluid path and corrosion on the pcb and low batteries. The device generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. Evidence of fluid was also observed on the commutator cap indicating that the leak from the soft cannula contributed to the rotational sensor abnormalities and the hazard alarm generated. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.